Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that tip of IV tubing broke off inside of the needle-less connector. The connection was difficult to get apart (would not twist) but finally after getting a good grip the connector twisted and when I pulled the tubing away from the needle-less connector blood and fluid immediately came back. Upon inspection the tip of the tubing had broken off inside.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.